Manufacturer narrative:
Concomitant medical products: product ID: evproplus-34us valve, implant date: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately six weeks post implant of the right ventricular (rv) lead, the patient experienced pericardial effusion. The rv lead was repositioned  and remains in use. Pericardiocentesis  and medical intervention were also required. No further patient complications have been reported as a result of this event.